Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that since the fall in (B)(6) 2015 he had been having trouble charging the implant for the last six months and therapy would only work half the time. The patient stated that the recharger and programmer were not working for the last two days, he couldn't get the settings to cover the pain. The patient noted that he had a myelogram a month ago and when they stuck the needle in his spine the therapy started working three times better but it only lasted for 4-5 days before going back to normal. The patient reported he was scheduled for surgery on (B)(6) 2016. The patient had fallen a dozen times in the last year and had to get a walker and was in pain because the therapy quit working. The patient stated he charged two weeks ago and now got a reposition antenna screen and poor coupling screen and the programmer showed the implant needed to charge.

Manufacturer narrative:
.

Event description:
The consumer reported that he met with the manufacturer representative and healthcare provider (hcp) and had CT scans and x-rays taken. The patient stated that the representative told him the unit was bad and he had two ruptured/herniated discs. The patient reported he fell in (B)(6) 2015 which likely caused the issue. The patient needed to have the implant replaced because it was bad and he needed to have MRI compatibility. The patient stated the implant will likely be replaced in about a month and also mentioned that the hcp told him he had a massive amount of scar tissue. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.